Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this ventilator is not measuring the correct rate and volume. They tried to change the flow sensor but this did not help. Then they calibrated the transducers and found the issue to be with the exhalation flow transducer. They tried to calibrate to zero value but there is a large difference between the new value and the previous one. There was no patient involvement in this incident.